Event description:
It was reported that the patient presented for explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and failure to sense. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.